Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) was throwing an error code. An intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed error u-02 in the error logs. The tse walked the caller through power cycling of iesu, disconnecting of generator power cord for 2 minutes, and reconnecting, but the issue remained. A third-party generator (force triad) was not available. The customer swapped out the vision side cart (vsc) to proceed with the case. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu/erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed, and failure analysis confirmed and reproduced the reported error. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.